Event description:
The facility reported to customer service a pump with failure code 12:303. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the reported condition of a pump with failure code 12:303 was confirmed but could not be duplicated therefore no correction to the device was made. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. Which was opened in 2005.